Event description:
In 2009, a company representative reported the patient was having issues with her 8mm insulin infusion sets and she needed to try a 10 mm infusion set. She stated the patient is pregnant, and has had higher than normal blood glucose readings. She said the patient has been in the hospital. On follow up with the patient, she stated she has had elevated readings up to the 400-500's mg/dl with her normal range being 95-100 mg/dl. She stated she did not have any symptoms, but went to the hospital because she is pregnant. She was admitted to the hospital in 2009 and was released one week later. She stated she sometimes reuses cartridges and was advised that cartridges are single use only. She does not know when her device adapter was changed, and was advised to change it every 10th cartridge change. She said she does not always allow insulin to reach room temperature before filling her cartridges. She stated that after she was released from the hospital, she began to experience low blood glucose readings in the 40-50's mg/dl. Symptoms were feeling shaky and she would treat herself by eating 20-30 grams of carbs. She said her blood glucose would return to her normal range, but would then drop again. She went back to the hospital at about 9 days later, and her blood glucose has "leveled out" while there. She stated her doctor has adjusted her basal rates and would like her to try a different type of infusion set with a 10 mm instead of a 8 mm needle. Courtesy inflation sets were sent to the patient. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.